Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was doing her hair and then he suddenly lost consciousness. When the patient woke up, she was already in the emergency room (ER). The patient was told her niece called 911 who transported her to the emergency room. The patient¿s cgm had been reading 53 mg/dl. No bg meter comparison value was taken at this time. At the emergency room, the patient¿s bg meter reading was 21 mg/dl and the cgm was not proving any readings as the patient¿s tandem insulin pump showed a red ¿x¿ on it and was asking the patient to replace her sensor. The patient was treated with IV dextrose. The patient was discharged from the emergency room after approximately 4 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.